Manufacturer narrative:
The psm was returned to isi for failure analysis investigation. Failure analysis was not able to reproduce the reported complaint. Failure analysis found that the arm failed the weighted brake drop test. The arm passed a slow sweep test. The brake on axis 2 was replaced to repair the issue. The brakes, brake gears, brake bearings and brake shaft were replaced. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da hysterectomy procedure, the site experienced difficulty while attempting to uninstall instruments from patient side manipulator (psm) arm 2 on the patient side cart (psc). The site contacted intuitive surgical inc. (Isi) for technical assistance and indicated that the instruments were sticking in the cassette and that the issue occurred with multiple drapes. The tse recommended that the site ensure that the black spring plunger pins on the psm were not sticking. On 10/18/2014 a field investigation was performed by an isi field service engineer (fse). The fse was told by clinical sales representative who initially reported this complaint that the site only experienced the difficulty uninstalling instruments during single-site procedures. Fse was unable to duplicate the issue experienced by the site using test non-single-site instruments. As a precaution, the fse replaced psm 2.